Event description:
It was reported that the patient with this left ventricular (lv) lead was told that the lead was not the way it should be on the last device check. The patient was unclear about the resolution. Further information received indicates that this lead exhibited high out of range pacing impedance. All vectors of the lead were tested. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to resolve the issue. This lead remains in service. No adverse patient effects were reported.